Event description:
The customer reported that they noted blood in the dialysate line with no "blood leak" alarm. They were unsure whether there was a blood leak detector alarm that was cleared. Facility's nurse stated that the problem was preceded by a "max venous pressure" alarm that they were not able to override. The problem was discovered approx 30 mins into treatment, following replacement of clotted system.

Manufacturer narrative:
No pt injury nor blood loss was reported. Machine was tested by facility's biomedical tech with optical filter numerous times and passed numerous t1 tests without problem. Blood leak detector value seemed to be as expected. It was tested with paper as a filter without problem. Facility's biomedical tech concluded that blood leak detector was functioning properly and leak must have been below threshold. Machine was placed back into service.